Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned and its evaluation has been completed. The stent graft was still loaded in place. There were no kinks on sheath. There were no manufacturing or performance issues with the device. The complaint is determined to be related to the patient's vessel anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 13 cm in diameter thoracic arch aneurysm. The iliac vessels were straight forward; however, there was severe tortuosity in the descending thoracic and thoracic arch. Prior to the procedure, a right carotid to left common ceratoid to left subclavian bypass was performed. The physician was planning on placing the most proximal piece covering both the left subclavian and left common carotid artery. It was reported that a valiant captivia (B)(4) stent graft was implanted in the transverse section of the descending thoracic aorta. The most distal piece was implanted first, as a telescoping technique was planned. A valiant (B)(4) was then tracked into the descending aorta, however, would not track over the arch. The physician commented that the first piece may have stiffened the aorta. The physician attempt a buddy wire technique (two wires), tried pushing on the patient's abdomen and tried ballooning to facilitate tracking over the arch, all of which were unsuccessful. A body floss technique could not be attempted since the brachial access was used for the adjunctive bypass procedure and they did not want to use that access site again. The decision was made to remove the delivery system, which was severely curved and kinked upon removal. A valiant (B)(4) was then attempted to be tracked. There was some resistance through the 38x34 graft initially, but then tracked through. However, this device would also not track over the arch. The same techniques were attempted as before without success. The delivery system was then removed (no remarkable damage), and the physicians considered calling the case. The suggestion was made that a shorter stent graft may be able to track over the arch, so a (B)(4) was prepped. Prior to insertion, the anaesthesiologist noted the patient's blood pressure had dropped. An 18 fr catheter was inserted and contrast was run, which revealed that the right common iliac had ruptured. It was further discovered that the patient had no blood remaining in her heart. The patient was then given fluids and a blood transfusion, which brought the blood pressure back up. Another manufacturer's excluder limb was then placed into the right common iliac to resolve the rupture. Contrast was run again; however, an extravasation of fluid, similar in appearance to a type IV, was noted near the aortic bifurcation. This extravasation may have been the result of an aortic rupture. A fem-fem bypass was then performed, however, the patient passed away shortly afterward before additional intervention could be performed. In addition to the valiant stent grafts used, three archer wires and two reliant balloons were also used. A review of returned films pre-implant show that the thoracic aorta appears severely tortuous. Calcification is also noted in the aaa. The iliacs were not visible in the returned films.